Manufacturer narrative:
H3, h6: the device, intended to be used in treatment, has been returned for evaluation. A visual inspection was performed and showed the front and back cases are broken. Functional inspection was performed and confirmed that the device could not generate and control negative pressure, establishing a relationship between the malfunction and the reported even. Root cause determined as a motor seal failure. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the renasys tch device&power sply can't generate and control negative pressure. During service and repair it was found that the device motor was leaking, front and back case are broken. As this was noticed during service and repair activities, no patient was involved.